Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lubricant was not applied properly, and foreign materials remained because the appropriate reprocessing was not performed according to the instruction manual. The event can be prevented by following the instructions for use (IFU) which state: "¿ before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps. ¿ reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups. Lubrication 1. Immerse the insertion portion in the lubricant for 2 to 3 seconds. 2. Remove the instrument from the lubricant. 3. Operate the slider to open and close the cups two or three times. 4. Wipe the exterior of the instrument with a clean, dry lint-free cloth and allow the instrument to air dry." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the biopsy forceps handle did not move and the cup did not open when trying to slide the handle. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material that adhered to the linkage mechanism and to the inside of the cup which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6) 2023. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the opening and closing of the cup was heavy. Additionally, it was observed that the cup could not be opened by operating the slider. It was observed that after applying a lubricant to the insertion tip, the opening and closing of the cup became smoother. Upon further inspection, it was observed that foreign material was adhering to the linkage mechanism and to the inside of the cup. This finding was due to lack of proper reprocessing or cleaning of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.